Event description:
It was reported that the customer's insulin pump had a motor error during the prime process. Her blood glucose was 101mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: unable to prime during prime (a33) test and motor error alarm during basic occlusion test due to faulty fsr (gold). Motor passed motor test. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. (B)(4).